Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that one day post implant the patient alert sounded from the device. It was also reported by the patient to have not received information regarding the patient alert tones post implant and also did not receive pain meds. It was further reported that the patient called the clinic and was given an appointment and also told to call back if the beeping continued. The device remains in use. No patient complications have been reported as a result of this event.